Manufacturer narrative:
The reported field events of hv output and sensing issue could not be reproduced in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the implantable cardioverter defibrillator failed to bin an arrythmia event correctly due to under-sensing, which resulted in no defibrillation therapy being delivered. It was also reported that the patient had deceased. There was no allegation that the death was related to the device performance and no cause of death has been determined.